Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had been making a clicking noise. The field service engineer (fse) noted that the customer had been experiencing an issue with the drawer not being able to recover. The fse checked the solenoid and the latch and replaced the position sensor. Preventive maintenance was performed following the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 made a clicking noise. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.